Event description:
This 64-yr-old female underwent silicone gel breast implantation about 14 yrs ago. The name of the MFR is unknown to this reporting facility. Gross exam: the right implant is intact. The left implant is ruptured and torn. Upon removal it was found ruptured and free silicone was in the capsular cavity.